Manufacturer narrative:
After they were finished using the imaging system for surgery the rep attempted to perform a rad gain calibration. The calibration did not pass three times and a "frame rate" error message was received. A medtronic representative went to the site to further test the equipment. The rep found a wire in the umbilical cable broken from the male connector side. The rep changed the umbilical cable. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer and is currently under analysis.

Event description:
A radiologic technologist (rt) reported that during a spine procedure the first two spins were all static, but the third was normal. No changes were made to the system between spins. The surgeon was able to use the 3d images from the imaging system for the surgery. When the images transferred to the navigation system they were able to modify the image to use for surgery. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the image also displayed an "error 13 generator overload" which can be related to image quality of the imaging system spins. The medtronic representative tested the system for two days by taking multiple spins and 2d shots and was unable to replicate the error message.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface(umbilical) cable confirmed the reported problem. Mvs interface cable passed bench 100t and gbit communication testing and continuity testing. Installed mvs cable on test imaging system and attempted 2d imaging and 3d imaging. Immediately the system registered a frame rate error. The image did appear "staticy." The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
(B)(6).